Event description:
Information received by medtronic stated that the insulin pump clip was broken. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having broken belt clip rail. Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, cracked reservoir tube lip, partially broken off belt clip rail and scratched case. Insulin pump was confirmed for partially broken off belt clip rail. Insulin pump passed required testing.